Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional amplatzer septal occluder lot 7170020 is filed under separate manufacturer reference number: 2135147-2022-00104-00.

Event description:
It was reported, a 30mm amplatzer septal occluder (7023673) was chosen for procedure with a 12f amplatzer trevisio intravascular delivery system. During procedure, upon deployment of the device, the left disc of the device presented in a cobra shape deformation. The device was retrieved and a new, 32mm amplatzer septal occluder (7170020) was deployed using the same delivery system. This device also presented with a cobra shape deformation of the left disc. The device was re-sheathed twice. The device was removed and exchanged with a 34 mm amplatzer septal occluder (7232844). The 34mm amplatzer septal occluder was determined a mis-sizing, the device was too big therefore never implanted. The patient remained hemodynamically stable throughout the procedure. Ultimately no device was implanted.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. No indication of a lot related issue was found. The cause of the reported event could not be conclusively determined. Please note, per the instructions for use, states the minimum recommended size delivery system for use with a 30 mm amplatzer septal occluder is an 10f.